Event description:
It was reported when using the bd pyxis medstation system, pyxis machine located in (B)(6) was showing as maintenance required. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pyxis machine located in (B)(6) was showing as maintenance required. A field service engineer found that communication bus cable was not fully seated into matrix drawer controller and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.